Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, fold creases and some red particles material was found on the shell/gel. A weight test of the device was verified and the device was found to be underweight. A microscopic analysis was performed which identified one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: red and yellow particle material on the shell. Opening . Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.